Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the distal anchor in place. The suture strings were returned wrapped around the proximal portion of the distal anchor. The distal 2/3 of the distal anchor is fractured away from the proximal end and was not returned, the proximal anchor is partially engaged. The shaft at the distal end of the insertion shaft has been pushed back into the handle. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the anchor of the footprint ultra broke while implanting it. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. All pieces were removed using tweezers. The back up device was used in the same bone hole so no void was left in the patient. No further complications were reported.